Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dirt on objective lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material was on the objective lens. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.